Manufacturer narrative:
(B)(4). The customer returned one epidural catheter for investigation. The epidural needle was not returned. A visual exam was performed on the catheter and no defects were observed. The od of the catheter was measured and was within specification. Functional testing was performed and no issues were detected. A device history record (DHR) review was performed on the epidural catheter with no relevant findings. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the catheter is difficult to advance thru the needle. The catheter is getting too much resistance and bunching up at the needle hub area when trying to advance. No report of patient injury or harm.

Event description:
The customer alleges that the catheter is difficult to advance thru the needle. The catheter is getting too much resistance and bunching up at the needle hub area when trying to advance. No report of patient injury or harm.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.